Event description:
Device 4 of 5; reference MFR. Report# 1627487-2019-02307, reference MFR. Report# 3006705815-2019-00588, reference MFR. Report# 3006705815-2019-00589, reference MFR. Report# 1627487-2019-02310.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 5. Reference MFR. Report# 1627487-2019-02307, reference MFR. Report# 3006705815-2019-00588, reference MFR. Report# 3006705815-2019-00589, reference MFR. Report# 1627487-2019-02310. It was reported the patient experienced an infection. As a result, the patient underwent surgical intervention wherein the scs system was explanted which resolved the issue.

Manufacturer narrative:
Patient's date of birth was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Device 4 of 5; reference MFR. Report# 1627487-2019-02307; reference MFR. Report# 3006705815-2019-00588; reference MFR. Report# 3006705815-2019-00589; reference MFR. Report# 1627487-2019-02310.